Manufacturer narrative:
Initial.

Event description:
It was reported that the pump¿s touchscreen was cracked and became unresponsive, leading the user to revert to backup therapy; the problem involved a fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.